Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fresenius cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. Causality was attributed to a touch contamination event (poor hand hygiene) prior to initiation/termination after interacting with their dog/cat. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Pasteurella bacteria are known inhabitants of the upper respiratory tract in canines/felines and can be transmitted to humans through direct and indirect contact. Based on the information available, the fresenius cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The review indicated that no product was shipped to the customer within the selected timeframe. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced an infection and transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) revealed theinfection occurred on (B)(6) 2017, when the patient presented to the outpatient dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 14,700 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and gentamycin (doses, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive for pasteurella multocida. Causality was attributed to a touch contamination event (poor hand hygiene) prior to initiation/termination after interacting with the dog/cat. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn stated the patient transitioned to hemodialysis (hd) due to a personal choice made with the nephrologist (date not provided).